Manufacturer narrative:
Other: outcomes to adverse event: pain it is unknown whether this product caused or contributed to the reported event or not. We are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open surgery at t11-t12, t12-l1, l1-l2,l2-l3, l3-l4, l4-l5, l5-s1 due to deformity. Post-op, patient suffering from pain and tingling sensation in digit 3 left foot with back pain and radiating pain bilateral anterolateral upper legs (no ischialgy) after hearing a crack while standing up. Action taken: pain medication given, dry aseptic wound care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The crack is a symptoms of a proximal junctional kyphosis. This pjk is caused by the urge of the patient to lean more forward during the recovery process of the lordness position during the operation. Relationship to the procedure- the crack in her back is a symptom related to pjk which is related to the primary surgery.